Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated while operating. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the device overheated. The procedure was completed successfully. Further information regarding any, adverse consequences, surgical delay or medical intervention has been requested.